Manufacturer narrative:
During investigation, the battery cap was found to be damaged. The battery cap got stuck in the battery compartment during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery cap. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.